Event description:
Noise on ra and shock channels (non--bsc ra lead). Ra international pace impedance stable but had dropped over time from 600 ohms to 400 ohms, then increased back to 600 ohms. Noise on strip does look like myopotentials. However, noise reproduced w/isometrics could indicate compromised lead. Device reprogrammed to wi and atrial tachy discriminators were programmed off. Physician: (B)(6), cardiac physiologist implanted (B)(6), 2016 at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).